Manufacturer narrative:
Correction: the catalog number for this complaint has been corrected to "unkpscoronary stent" as this stent was implanted in the coronary arteries. The catalog still represents an unknown schatz stent. The actual catalog and lot number are still unknown. (B)(4). All other information remain unchanged. This is one of seven products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00396, 9616099-2014-00397, 9616099-2014-00398, 9616099-2014-00399, 9616099-2014-00400, 9616099-2014-00401, and 9616099-2014-00402.

Event description:
As reported by medical affairs, a billing representative from a cath lab called for medical information and additionally reported adverse events. The patient had an unspecified johnson and johnson stent placed in (B)(6) 1997 in the lad for unstable angina. In 1997, patient experienced return of symptoms and had a positive EKG, not further clarified. In 1997, patient had an angiography which showed the area of left anterior descending proximal to the previous stent showed increase narrowing possibly due to a retrograde dissection. As treatment, a second 3.5 mm johnson and johnson stent was delivered to the proximal lad artery in (B)(6) 1997. The event resolved and described as right coronary artery widely patent and had zero stenosis. No further information was obtained at the time of the call. Medical affairs also provided this information as reported by the patient. Beginning (B)(6) 1997, the patient had 2 unspecified "untreated" j&j stents, which could not be further clarified, placed in an unspecified vessel for restriction in an artery after having a "tia", and was prescribed lovastatin during hospitalization. In 1997, patient had a stress test, results were unknown. Beginning (B)(6) 1997, patient had 5 unspecified "treated" j&j stents, placed in unspecified vessels because the "first stents didn't work",which could not be further clarified. Patient was hospitalized for an unknown number of days. Beginning 1998, patient experienced an unknown event leading to a hospitalization for a double bypass procedure. Patient was discharged 3 to 6 days later. No further information was available. Patient was told by MRI technician, based on implant date, stents were probably palmaz-schatz.

Manufacturer narrative:
This is one of seven products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00396, 9616099-2014-00397, 9616099-2014-00398, 9616099-2014-00399, 9616099-2014-00400, 9616099-2014-00401, and 9616099-2014-00402. Complaint conclusion: as reported by medical affairs, a billing representative from a cath lab called for medical information and additionally reported adverse events. The patient had an unspecified johnson and johnson stent placed in (B)(6) 1997 in the lad for unstable angina. On 1997, patient experienced return of symptoms and had a positive EKG, not further clarified. On 1997, patient had an angiography which showed the area of left anterior descending proximal to the previous stent showed increase narrowing possibly due to a retrograde dissection. As treatment, a second 3.5 mm johnson and johnson stent was delivered to the proximal lad artery on (B)(6) 1997. The event resolved and described as right coronary artery widely patent and had zero stenosis. No further information was obtained at the time of the call. Medical affairs also provided this information as reported by the patient. Beginning (B)(6) 1997, the patient had 2 unspecified "untreated" j&j stents, which could not be further clarified, placed in an unspecified vessel for restriction in an artery after having a "tia", and was prescribed lovastatin during hospitalization. In 1997, patient had a stress test, results were unknown. Beginning (B)(6) 1997, patient had 5 unspecified "treated" j&j stents, placed in unspecified vessels because the "first stents didn't work," which could not be further clarified. Patient was hospitalized for an unknown number of days. Beginning 1998, patient experienced an unknown event leading to a hospitalization for a double bypass procedure. Patient was discharged 3 to 6 days later. No further information was available. Patient was told by MRI technician, based on implant date, stents were probably palmaz-schatz. The products remain implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was no provided. Coronary artery restenosis is usually associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. A positive EKG occurs when an EKG reading shows abnormal rhythms or signs of ischemia/infarction. The positive EKG was not further clarified, therefore it can be due to many factors. It could be due to the return of unstable angina reported, or due to conduction difficulty. Unstable angina occurs when the patient feels chest pain that is experienced increasingly often and/or with less and less exertion. This condition represents a severity of coronary artery disease (cad) between stable angina pectoris and a myocardial infarction. Unstable angina is usually caused by blood clots or atherosclerotic lesions that partially or totally block a coronary artery. An electrocardiogram (EKG) may indicate ischemia to the heart of a patient with unstable angina. A coronary artery dissection can occur due to many factors; however, it is likely that the retrograde dissection reported may be related to the stents implanted. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. A dissection could have occurred during the procedure, or as the atherosclerotic disease progressed and damages more of the vessel to create a dissection. Based on the information reported, patient factors most likely contributed to the events reported. There is no evidence to suggest there were any manufacturing issues that contributed to the reported events. Therefore, no preventative or corrective actions were taken.

Manufacturer narrative:
This device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30-days upon receipt. The catalog code provided (pppxx), represents an unknown palmaz schatz stent. The catalog and lot numbers for the actual product used in the procedure are unknown. Please note that the event ((B)(6) 1998) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only know that the event occurred in 1998; the exact month and day is currently unknown. Please note that the implant date ((B)(6) 1997) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only know that the stent was implanted in 1997; the exact month and day is currently unknown. However, the stent was reported to be implanted in (B)(6). Concomitant medications: current medications: aspirin, multivitamin, lisinopril, diltiazem, levothyroxine, and lovastatin. Concomitant devices: 6 unknown johnson and johnson stent (believed to be palmaz schatz stents). This is one of seven products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00396, 9616099-2014-00397, 9616099-2014-00398, 9616099-2014-00399, 9616099-2014-00400, 9616099-2014-00401, and 9616099-2014-00402.